Event description:
Left soybean breast implant -clinical trial- placed (B)(6) 1997 after mastectomy for breast cancer diagnosed (B)(6) 1996. Explantation of soybean implant (B)(6) 1999, due to rupture found by physician examination and MRI-, erythema, warmth over left breast suggestive of infection, pain that extended from left neck across left chest and shoulder and down left side. Silicone implant -mcghan 400cc style (B)(4) -clinical trial- placed. On (B)(6) 2010 developed the following symptoms after not feeling well for several weeks: left breast area redness/tender to touch, swelling of entire left breast area that unable to wear bra, pain from left jaw area down left arm/across left chest/down left arm and down to waist on left side, warm/hot to touch, aching joints -knees, hips, back, arms-, low grade fever. On (B)(6) 2011 saw plastic surgeon and was told had raging infection, cellulitis, mastitis and was started on antibiotics and was suspected by physician that implant was ruptured or leaking. MRI done (B)(6) 2010, that showed possible leak/rupture and residual soybean oil in chest and left axilla from soybean oil implant. Explantation of left silicone implant (B)(6) 2010. Two courses of antibiotics. Cultures taken. Chest flushed with antibiotics. Previous incisions could not be used due to infection. Missed 2 weeks from work. Pain from jaw area/left arm to waist have subsided since explantation of breast implant. I had also been experiencing shortness of breath going up flights of steps, vacuuming, sweeping with broom, exercising with palpitations since soybean implant inserted which was increasing yearly. Heart scans, ejection fractions through the yrs were normal since oncologist wanted to rule out effects from chemotherapy. Tests revealed ef normal and no heart muscle damage or changes from pre-chemo testing. Oncologist referred me to cardiologist (B)(6) 2009 and then, was diagnosed with supra-ventricular tachycardia -svt- which underwent 2 cardiac ablations which corrected the svt, but now have sinus tachycardia. Palpitations were controlled without medications from (B)(6) 2010 until (B)(6) 2010 that ions started increasing in duration and frequency. Have subsided since removal of left silicone breast implant. Cardiology still follows me on a yearly basis or sooner if need arises. Dates of use: (B)(6) 1997 -- (B)(6) 1999; (B)(6) 2010. Diagnosis or reason for use: mastectomy for left breast cancer.